Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was used to complete the procedure? No further information is available. Did the surgery was completed successfully? No further information is available. What is the event day and procedure date? No further information is available. Investigation summary: it was received for analysis an empty opened foil, an empty labeled winding former and a dispensed needle/suture of product code sxpp1a301. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral.. Strength = 2360 ug/m.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and a barbed suture was used. It was found that the fixation tab had been broken before use. There were no adverse consequences to the patient. Upon evaluation of the returned device, the fixation tab was broken at two sides. No additional information was provided.